Event description:
It was reported that the patient experienced nocturnal hypoglycemia to 40 mg/dl and treated with oral carbohydrate (toast) after being unable to locate glucose tablets, with the patient noting the sensor had been disconnected prior to observing the low value; education and troubleshooting were provided, and the patient planned to review nighttime low management with their clinician. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or ongoing issues. Investigation included user interview and review of available device and usage information. Investigation of this case revealed an unclear cause for the hypoglycemia with a potential contributing factor of a disconnected sensor; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.